Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent primary breast augmentation with 300cc mentor memorygel breast implant on the left side and with 325cc mentor memorygel breast implant on the right side and experienced bilateral pain and displacement of both implants, capsular contracture; baker grade IV on right and mild superior shift of left breast. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient¿s left-sided device.

Manufacturer narrative:
On (B)(6)2020, mentor became aware that the date of surgery is (B)(6) 2020. Hence, following fields have been updated on this form: is required intervention has been selected under section b; field b2 field d7 explantation date has been updated to (B)(6)2020. Field h6 method code has been updated to "device not returned" this supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 31, 2020, mentor became aware that patient underwent bilateral explantation and replacement with catalog number: 3503001bc; serial number: (B)(6) on the right side; and with catalog number: 3503001bc; serial number: (B)(6) on the left side on (B)(6) 2020. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).